Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The issue with the holes/cut in the hose are consistent with mishandling of the device by letting the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use, the issues with the worn-out vanes, the loose modified set screw, oil leak, and the loose housing pins are consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that from (B)(6) that the motor device had a damaged hose. During in-house engineering evaluation, it was determined that the had holes in the hose near the muffler and the crimp on the top came loose from the fitting near the elbow and the vanes were worn out. The device also failed pretests for hose verification and muffler tube verification assessment, rotational speed assessment, the modified set screw assessment, the housing pins assessment and the oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.